Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event for interrogation issue. It was noted that the media bay door latch was bent, and the upper hinge plate was scuffed up. (B)(4).

Event description:
It was reported that the programmer would not interrogate implantable heart devices. Follow-up determined that the radiofrequency programmer head was changed out but the situation did not resolve. The programmer and radiofrequency (rf) head were returned for service. No patient complications have been reported as a result of this event.